Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, affected area was itching and had redness. He reportedly had a skin issue evaluation and was advised to not use his continuous glucose monitor (cgm) or insulin pump on injured skin and to use omnicef antibiotic and m2 (barrier layer between the skin and sensor). At the time of the report the reaction had improved. No additional patient or event information is available.